Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the issue was resolved by the customer information technology team and the station was communicating properly. The system functioned as intended after the customer information technology team resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, had a device that was not communicating. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.